Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer&#38112;blood glucose (bg) levels were elevated at 255mg/dl. Elevated bgs were treated by delivering a bolus through the pump. System check was performed with tandem technical support, and the pump performed as intended. Recommendation was made to change out tubing and site.